Event description:
Tech alleged that the brakes engaged but were not holding. No pt impact.

Manufacturer narrative:
The tech found heavily worn teeth on the brake caster. The tech replaced the brake caster to resolve the issue.